Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Section h4: manufacturing date not provided by the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) has reported via a fisher & paykel healthcare (f&p) field representative that the evaqua connector of a bc190-05 nasal tubing 50mm was found to be detached from the tubing. There was no reported patient consequence.

Event description:
A healthcare facility in (B)(6) has reported via a fisher & paykel healthcare (f&p) field representative that the evaqua connector of a bc190-05 nasal tubing 50mm was found to be detached from the tubing. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Section h4: manufacturing date not provided by the customer. Method: the subject bc190-05 nasal tubing 50mm was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the customer and our knowledge of our product. Results: visual inspection of the photograph provided by the customer confirmed that one of the evaqua connector was detached from the tubing. Conclusion: without the return of subject device for evaluation, we are unable to determine the exact cause of the reported fault. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc190 bubble CPAP system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc190 bubble CPAP system.